Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition 'blank screen' was not verified during service. The device was found within specification during testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. A review of the service history record found the device has been serviced within the last 12 months for a similar issue of distorted display. Evaluation determined the cause was a failed liquid crystal display (lcd) which was replaced. All service actions were completed during the last service cycle. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed a blank screen. There was no known patient injury or medical intervention associated with this event. No additional information is available.